Manufacturer narrative:
The field service engineer (fse) was at the customer site and observed that the instrument computer cart is not ergonomically designed for the customers who complained. (Those of a height of less than (B)(6)). The fse replaced the computer cart for a model with one that can have the height adjusted. The beckman coulter internal identifier for this event is (B)(4).

Event description:
The customer reported that they suffered shoulder and arm pain while using the computer monitor of their dxh800 hematology instrument. The customer states that the monitor sits too high on the computer cart causing the operator to strain. The customer reported that the laboratory technicians measuring less than 5 (five) feet, 2 (two ) inches have to lift their arms to press the processing options on the touch panel of the monitor. In some instances, the customer reported that the operators have required medical intervention including therapy and injections to deal with the pain.